Event description:
A peritoneal dialysis has reported a hole on the pt line of the dialysis cycler tubing. Reportedly, this occurred in fill 1 and as soon as the hole was discovered, the pt clamped off the line and changed the cycler tubing set. The pt did receive prophylactic antibiotic treatment on (B)(6) 2012 and was asymptomatic for signs and symptoms of peritonitis during the week following the reported event. There is no sample available for evaluation.

Manufacturer narrative:
(B)(4).